Event description:
Per the audiologist's report, this pt had trouble keeping the cable coil on his head with a #6 magnet, the strongest external magnet. The surgeon performed a surgery (surgery date unk) to thin the skin flap and replace the internal magnet. With this area of his head shaved, the #6 magnet will now hold the cable coil to his head.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.